Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy. At a refill on (B)(6) 2014 the actual residual volume (arv) was greater than the expected residual volume (erv), arv: 20 ml and erv: 6.9 ml. At the previous refill on (B)(6) 2014 the health care professional (hcp) could not push all 40 ml into the pump so they only filled the pump with only 37 ml. On (B)(6) 2014 they pulled ¿maybe 3-4 ml¿ more than expected. The patient was admitted to the hospital for symptoms of respiratory depression. The patient seemed to be doing better at the time of report, but they want to check the pump due to the volume discrepancy. The pump logs showed no active alarms or programming errors. The physician was concerned about two issues with the ¿ivb system¿, it was having a sedating effect that might contribute to his hypoventilation and what could explain a 20 ml discrepancy in residual pump volume at the time of last refill. At the time of report the cause of the discrepancy has not been determined. The patient felt better when they lowered his ¿clonipin¿ in the hospital and has been discharged to the managing physician for a catheter dye study. No further troubleshooting or interventions have been performed. The cause of the respiratory depression may have been the clonipin but this has not been determined. The patient feels that his spasticity is well controlled. The pump was used to infuse baclofen.